Event description:
It was reported that the device was explanted prior to reaching recommended replacement time and the longevity was not what was expected. No replacement device was implanted. The lead had low impedance that had triggered a lead warning. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).